Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the infusion set's tubing came apart from the connector while the patient was sitting. The site location was patient's abdomen, and the pump was in right pocket. Moreover, the infusion set had been used for one day. Reportedly, the infusions were stored properly. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.

Event description:
On 29-dec-2022 ss: follow up information was submitted to update the awareness date, expiration date and the result of complaint investigation of the returned used device (1 set) showed that the click-legs had defects making it impossible to use the infusion set, it does not make the click, (the click-legs of tubing connector are deformed). Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On 02-sep-2022, it was reported that the infusion set's tubing came apart from the connector while the patient was sitting. The site location was patient's abdomen, and the pump was in right pocket. Moreover, the infusion set had been used for one day. Reportedly, the infusions were stored properly. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.